Manufacturer narrative:
(B)(4). Additional information received: please see attached op notes.

Manufacturer narrative:
(B)(4). Batch # unk. Abdominal distention, surgical intervention. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, ¿received letter from counsel for patient which states that on (B)(6) 2018, patient underwent a laparoscopic low anterior resection. During the procedure, the ecs29a was reportedly used by the surgeon to perform an end to end anastomosis in a trans-anal fashion. Letter further states that within 5 days following the surgery, patient had complaints of pain and abdominal distention. On (B)(6) 2018, patient went back to surgery for drainage and placement of a diverting loop ileostomy. Letter further states that in (B)(6) 2018, patient developed a vesicocutaneous fistula and multiple intra-abdominal abcesses.¿